Event description:
It was reported when using the pyxis medbank system, the drawer 6 did not open and unable to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. A field service engineer did not locate proper keys from customer for maintenance to resolve the issue and advised customer to place new call for service once proper keys are located.